Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during a laparoscopic surgery the image from the camera head was blurry that the surgeon had to convert to an open procedure.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The technical service report is attached (see communication log), and indicates: no faults found. The reported event involving this failure and device could have been caused by: cables/connectors, ac inlet board, main board, software, connected monitors, use error.

Event description:
It was reported that during a laparoscopic surgery the image from the camera head was blurry that the surgeon had to convert to an open procedure.